Event description:
During the 25th use of the involved dialyzer, an internal leak was reported to have been observed. The unit was changed out for another dialyzer and treatment resumed without further incident. The user facility reported that there was no blood loss for the patient.